Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia in an open repair. It was reported that after implant, the patient experienced recurrence, extensive adhesions where small bowel adhered to anterior abdominal wall, small bowel obstruction, and acute pain. Post-operative patient treatment included revision surgery to implant bard ventrio st mesh and for lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia in an open repair with bowel obstruction. It was reported that after onlay implant, the patient experienced recurrence, extensive adhesions where small bowel adhered to anterior abdominal wall, small bowel obstruction, and acute pain. Post-operative patient treatment included revision surgery to implant bard ventrio st mesh and for lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced (B)(6) 2015: recurrent ventral hernia repaired with new mesh, adhesions, small bowel adhered to anterior abdominal wall (B)(6) 2018: small bowel obstruction, acute pain, incarcerated hernia recurrence repaired with new mesh and extensive adhesions. Treatment provided for these conditions include revision surgery.